Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to that physical stress applied to the imaging unit, causing damage and resulting in the failure that led to the occurrence of the incident. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that bronchovideoscope had an e216 error (scope communication error) which occurs due to an imaging unit malfunction. There were no reports of patient involvement.